Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6. H11 corrected data: h4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: power tools/calibration. Visual inspection: the xrl medium torque limiting handle (p/n: 03.807.357, lot #:1177) was returned and received at us cq. Upon visual inspection, no defects were observed with the returned device. Functional test: a functional test was performed on the returned device at service and repair. The highest torque of the device measured during calibration testing was 0.54 nm which was not within the specified torque range of the device of 0.55 nm - 1.0 nm. Hence, the torque test failed low. Can the complaint be replicated with the returned device? Yes. Service and repair evaluation: the customer reported the device failed calibration. The repair technician reported the device failed low. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture all of the current and manufactured revision of drawings were reviewed . Complaint confirmed? Yes, the device received failed in calibration testing. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the xrl medium torque limiting handle (p/n: 03.807.357, lot #:1177). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.807.357, lot: 1177, manufacturing site: oberdorf, release to warehouse date: aug. 20, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during testing at service and repair, the xrl medium torque limiting handle failed in calibration. There was no patient involvement. This report involves one (1) xrl medium torque limiting handle. This is report 1 of 1 for (B)(4).